Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information received from a trial patient in basic evaluation. It was reported that patient felt the leads may have moved because the bandage was wet. Her mother would help her with changing bandage today. Patient was feeling stim slightly at 2.5. It was unknown if the issue was resolved at the time of the report. Patient status was noted as alive, no injury. There were no further complications that have been reported as a result of this event.